Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported while using the freestyle libre 2 app, the low/high glucose alarm failed to trigger to alert changes in the customer¿s glucose level. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer was provided yogurt as a treatment by the wife and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h-4 (device mfg date) has been updated. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An attempt to replicate the user's complaint was performed. Both high/low glucose alarms were successfully received on the librelink app using a known good libre 2 sensor. No issues were identify with the librelink app. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
An alarming issue was reported with the adc device. A customer reported while using the freestyle libre 2 app, the low/high glucose alarm failed to trigger to alert changes in the customer¿s glucose level. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer was provided yogurt as a treatment by the wife and no further information was provided. There was no report of death or permanent injury associated with this event.